Manufacturer narrative:
(B)(4). Batch # t95315. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and four clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Attempts were being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify "device failed to close properly" if it was the device jaws that could not be closed properly? Or if it was the device clips themselves that could not be closed properly? If yes, were clips malformed? Or were clips scissored?

Event description:
It was reported that during a laparoscopic inguinal hernia repair, an el5ml device failed to close properly. It was not reported how the procedure was completed. There were no patient consequences. This is all the information known/available regarding this event.